Event description:
Information was received indicating that a smiths medical pump was alarming "no disposable, clamp tubing". The line was clamped, cassette was removed, gently tapped to disperse air bubbles in the line- they did disperse. Replaced cassette, powered pump on- pump continued to alarm. Powered pump off. Removed cassette again, gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and powered pump on. Pump continued to alarm. Patient not affected. Reservoir volume 62.7ml, rate- 2ml/hr, given- 29ml. There were no reported adverse events.